Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, after a tka was performed on (B)(6) 2022, it was found that the lgn ps high flex xlpe sz 3-4 9mm was not locked in the tibia tray. This adverse event was solved with a revision surgery on (B)(6) 2022. The current health status of patient is unknown.

Manufacturer narrative:
H3, h6: the device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, without the requested medical documentation, clinical factors which would have contributed to the reported event cannot be definitively concluded. Patient impact beyond the reported (disassociated) poly ¿not locked in tray¿ and subsequent early revision with an anticipated recovery phase could not be further assessed. No further medical assessment can be rendered at this time. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history revealed similar events for the listed device over the previous 12 months, but no similar events for the batch based on the historical data, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the instructions for use documents for knee systems revealed in warnings and precautions to avoid repeated assembly and disassembly of the modular components which could compromise a critical locking action of the components. Modular components must be assembled securely to prevent disassociation. Surgical debris must be cleaned from components before assembly, since it inhibits the proper fit and locking of modular components which may lead to early failure of the procedure. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but not limited to traumatic injury, surgical technique, size of device or abnormal loading of limb. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.